Event description:
It was reported that the right atrial lead had dislodged. Chest x-ray was performed previously and confirmed the lead had dislodged. The lead also exhibited loss of capture. The lead was explanted and replaced. During explant procedure, the implantable cardioverter defibrillator was explanted and replaced due to battery advisory. The patient was asymptomatic throughout the event and was in stable condition post operation.

Manufacturer narrative:
Final analysis found the lead returned in two pieces; 28.5cm from the connector pin and 27.2cm from the distal tip. Mechanism testing could not be performed due to severely damaged helix. All other damages found were consistent with procedural damages.